Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert high out of range shock impedance greater than 125 ohms. It was noted that the rise in impedance was gradual. The vector breakdown pointed to the issue being the rv coil. The plan was to monitor via the remote monitoring system. The device remains in-service. No adverse patient effects were reported.